Event description:
It was reported that the patient had a suspected small pneumothorax and micro perforation resulting in high thresholds due to their right ventricular (rv) lead dislodging post implant. Additionally, the lead had shown unstable and loss of capture when interrogated, unstable impedance measurements and undersensing in both bi-polar and uni-polar settings. The rv lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).